Manufacturer narrative:
Exact date unknown, event occurred four months ago from the date manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well post-operatively. Explanted ipg will not be returned.